Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five photographs were provided for evaluation. Upon visual inspection of the returned pictures, no defect was noted on the pictures provided by the costumer. According to the complaint, the vent appeared to be opened at the time of treatment. Based on the data from the investigation, the reported defect was unable to be confirmed. Although a thorough evaluation of the photographs of the air vent cap was conducted, no defect was noted. Furthermore, it should be noted that the vent is a removable cap that does not contain solvent. Therefore, no root cause can be determined and no further corrective / preventative action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description chemo exposure during administration using pump tubing. Detailed inquiry description customer reported they had an exposure due to the vent near the drip chamber was open. From the pictures they sent, it looks like the vent is missing the vent paper. This could have been the reason for the exposure. The vent was not closed on the tubing & there was a leak. Description of incident: team member reports when she was withdrawing ifosfamide, the valve of chemo was open causing the chemo to spill splashing onto right scrub pants and into right shoe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.